Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01197. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod6 and pod8 coils. During the procedure, the physician advanced a pod6 coil and a pod8 coil through another manufacturer's straight tip microcatheter and then attempted to deploy both coils into the target vessel. However, both coils did not take their intended shape in the target vessel and ran out of the vessel. The physician noted that the coils kept running out of the vessel due to excessive high flow in the splenic artery. Therefore, both the pod6 and pod8 coils were resheathed and removed. There was no damage on the pod6 and pod8 coils after removal. Next, the physician switched out the microcatheter for an angled px slim delivery microcatheter (px slim). The procedure was then completed using a new pod5 coil, pod6 coil, two ruby coils and the px slim. There was no report of an adverse effect to the patient.